Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed flexvision pc communication errors. The fse replaced the flexvision pc and installed board software. After replacement of the flexvision pc and installation of the board software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected .

Event description:
It has been reported to philips that the system stuck at zero's at boot up. The device was not in clinical use. Philips has started an investigation of the complaint.